Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted no fault found on left side, replaced damaged door assembly, 3rd-party door latch assembly and dim segment u4 on display board and upper pressure sensor for check IV error. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed faulty bottle side pressure sensor. The pressure sensor was replaced with a known good part and allowed to infuse without alarms or issue. Device history record: a review of the device history record showed the device had a manufacture date of 30nov2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device left side was not working. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that the device left side was not working. There was no additional information provided and no patient involvement.